Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a problem with the over-temp alarm and the light emitting diode (led) activated the h2o>42 at 41 degrees celsius error. The service alarm led turned on once and the user said the service alarm turned off after melting the ice. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The service technician was able to recalibrate the analog digital (a/d) timer board to bring the unit back into specification. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.